Manufacturer narrative:
Plant investigation: review of the machine files confirmed that alarms 206 and 208 occurred repeatedly and the flow measurement was interrupted. The console alarms indicate that communication between the flow sensor and sensor box was interrupted. This was most likely due to a fault in the power supply to a circuit board within the sensor box..

Event description:
The reported alarms began when the console was started. The console was still used because a spare machine was not available. It was confirmed the alarms were related to the CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. A new sensor box was ordered to replace the old one. It was confirmed the reported alarms did not result in any patient injury, harm, or the need for any medical intervention. The serial number of the sensor box was xcon0947.

Event description:
It was reported that a novalung console displayed continuous #206 and #208 alarms during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The facility did not have a spare machine that they could switch to. They tried changing the position of the flow sensor and replacing the flow sensor, but the alarms would not clear. After disconnecting and reconnecting the flow sensor several times, the alarm finally stopped. The serial number for the sensor box was unknown. There was no reported patient injury or harm due to the event. A sample was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned for evaluation. Therefore, the reported failure pattern could not be reproduced. The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). A CAPA was opened to address this issue.